Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Abdominal pain is a known adverse event/symptom of an endometrial ablation procedure.

Event description:
It was reported that a patient underwent an otherwise nominal endometrial ablation procedure and was discharged. Later the same day, the patient went to the local ER complaining of abdominal pain. Patient was hospitalized for pain management and discharged the next day without additional medical/surgical interventions and is doing well.